Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 1/19/2022. H6 component code: g07002 no problem detected. Additional information: d9, h3, h6 h3 investigational narrative: two sealed boxes with twenty-four packets ea. And two opened boxes with ten and fifteen ea. Of product code j757t were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force results were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint number: (B)(4). Reported condition not confirmed investigation summary: two sealed boxes with twenty-four packets ea. And two opened boxes with ten and fifteen ea. Of product code j757t were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force results were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: it is stated: "during unknown cases the needles are falling off of the sutures with little or no force" what is the total number of patients? Unknown. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Yes. What are the procedure name(s) and date(s)? ¿ unknown - various. How many sutures separated from the needle during each single surgical procedure? Exact number unknown, but there are 23 total packets missing from 2 opened boxes. When did the needle got separated from the suture, before use on patient (pre-op), during use on patient (intra-op)or after use on patient (post-op)? During use. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail none. How was procedure successfully completed? Opened a different lot# of same code and had no issues. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needles were falling off of the sutures with little or no force. There were no patient consequences reported. Additional information was requested.